Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. According to a report received by canada consultant that on approximately on (B)(6) 2025, the patient¿s dexcom device was displaying a ¿high¿ glucose reading, although the patient was asymptomatic at the time. At some point, the patient lost consciousness. An unidentified individual provided juice and transported the patient to the hospital. Upon arrival, the patient regained consciousness. A physician evaluated the patient in the vehicle, checked vital signs, and performed a blood glucose test (no value documented). The patient was not admitted to the hospital and was discharged shortly thereafter. No further treatment was documented, and the patient was unable to recall additional details. At the time of reporting, the patient was feeling fine. Although additional attempts were made to obtain clarification of event details, no reply has been received. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.